Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient could not feel or move their legs due to a hematoma. The device was removed and the patient was admitted to the hospital.